Event description:
According to the complaint form returned with this device, the screwdriver would not engage the setscrew of the v lead. Screw driver would spin; however, the v lead could not be removed from the header.

Manufacturer narrative:
(B)(4) 2013. An analysis from the manufacturer is pending.

Manufacturer narrative:
On december 13, 2013: an analysis from the manufacturer is pending. On august 5, 2014: (B)(4).

Event description:
According to the complaint form returned with this device, the screwdriver would not engage the setscrew of the v lead. Screw driver would spin, however the v lead could not be removed from the header.